Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeled adhesive of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field:h6 (remove 886-lenses). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by external factors or handling. However, the root cause was not established. The instruction manual states the inspection method associated with the event in chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.